Manufacturer narrative:
The account found the CPR sticking on the center base cover which caused the sensors to come out of calibration. The account freed the CPR and calibrated the sensors to repair the bed.

Event description:
Information received indicates the bed has no functions working.